Event description:
It was reported that there was a weld that was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation conclusion - the issue was resolved for the customer by confirming that the customer will order a new stretcher at their own discretion as well as scrap this unit. It was also reported that there were sharp edges exposed due to the broken litter weldment.

Event description:
It was reported that there was a weld that was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.